Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a loose connector and the output wasn't working. The issue occurred during preparation for use prior to an unknown procedure. It was also unknown if the intended procedure was completed. More details were requested from the customer, but the answers were unknown. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and d10. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint about the loose connector and the fact that the output wasn't working was confirmed. Based on the results of the investigation, it is likely that the reportable event no image occurred due to faulty printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.